Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that surgical intervention was performed due to extrinsic outflow graft obstruction on (B)(6) 2025. The patient had a seroma between the graft and the bend relief on (B)(6) 2025 and underwent surgical intervention, as eogo was confirmed on contrast-enhanced computed tomography scan. Log files were reviewed, and event & periodic logs did not display any unusual events regarding pump function. The event & periodic logs captured routine events, there were no notable alarm conditions or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was provided that on (B)(6) 2025, the patient underwent surgical cleaning and removal of biofibrin accumulation for the patient's outflow graft failure/malposition/stenosis. The biofibrin was identified via visual inspection and computed topography (CT) scan. There were no patient symptoms associated with the event. The patient was still under observation as of (B)(6) 2025.

Manufacturer narrative:
Section b1 correction. Section g2 correction. Manufacturer¿s investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) could not be confirmed as the product remains in use and no images were submitted for review. A specific cause for the reported eogo could not be conclusively determined through this evaluation. Review of the submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) could not be confirmed as the product remains in use and no images were submitted for review. A specific cause for the reported eogo could not be conclusively determined through this evaluation. It was reported that the patient had a seroma between the outflow graft and the bend relief and underwent surgical intervention as eogo was confirmed on a contrast-enhanced computed tomography scan. Additional information stated that the patient underwent surgical cleaning and removal of biofibrin accumulation for outflow graft stenosis, as identified via visual inspection and computed tomography scan. There were no symptoms associated with the event. Additional information was provided that the reported eogo was resolved post surgical intervention. Review of the submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally provided that the CT scan that confirmed eogo could not be provided. It was unknown of changes to patient condition or anticoagulation may have contributed. The patient had no symptoms, and the reported eogo resolved post surgical intervention on (B)(6) 2025.